Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a depuy pinnacle acetabular cup 64mm, with a 44mm x 64mm metal liner, a depuy aml femoral stem small stature, and a depuy articul/eze femoral head 44mm + 1.5. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my right thigh and hip. I also feel extreme discomfort while walking. Diagnosis or reason for use: degenerative joint disease.